Event description:
During an in clinic follow up, the device was unable to be interrogated using inductive telemetry. No intervention has been performed at this time. The patient was stable.

Manufacturer narrative:
D6a: implant date is estimated to have occurred in (B)(6) 2020.